Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During procedure, the balloon was advanced into the lesion after passing through the non- bsc guidewire. However, it was noted that the balloon rupture upon second inflation at 5atm for 5seconds due to the severely calcified lesion. A new 3.5mm spcb was used and completed the case. There were no patient complications reported.